Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code has been updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that, shortly after the implant procedure during a routine follow-up appointment, the patient felt dizzy, so she was transported to the hospital. It was noted the patient was in a slow ventricular tachycardia (vt). The device was checked, and no sensing was observed on the right ventricular (rv) lead. An echocardiogram was performed, and cardiac effusion was seen. Based on the echocardiogram and fluoroscopy, rv lead perforation was suspected. Since this is an atrioventricular (av) block patient, both leads were programmed off, and temporary pacing was used. The patient was admitted to the intensive care unit for observation. The physician noted the implant location of the rv lead and the condition of the patient's heart likely caused the clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:41 pm CT. The report number is being corrected from: 2124215-2018-62434 to: 2124215-2018-61968.

Event description:
Additional information was received that this patient experienced syncope because the right ventricular (rv) lead was not capturing at maximum output due to cardiac perforation. It was noted percutaneous cardiopulmonary support (pcps) was connected to the patient. The patient was then transferred to the hospital where intra-aortic balloon pump was started. The rv lead was checked a few days later, and the pacing/sensing had recovered. The perforation was resolved. No additional adverse patient effects were reported.